Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy while the patient was walking, due to a low amplitude morphology that resulted in oversensing and double counting, under secondary vector configuration with a deactivated smartpass feature. Shock therapy was turned off. Provocative maneuvers could not reproduce the oversensed signals. Subsequently, the s-ICD system was left sensing under secondary vector configuration and the smartpass feature and shock therapy were turned on again. The patient will return to the hospital for more troubleshooting if necessary. This implantable electrode remains in service and no additional adverse patient effects were reported.